Manufacturer narrative:
Product ID 8780 serial(B)(4) implanted: (B)(6)2017 explanted: (B)(6)2017 product type catheter patient code (B)(4) applies to the pump and the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-sep-01 reported they first started experiencing the infection in (B)(6)2017. The patient's weight was (B)(6), and they were 5'11''. The patient experience redness in the implant area. It was noted that the infection had been resolved. The indication for use was noted as non-malignant pain and failed back surgery syndrome. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-oct-24 reported the pump was removed and re-implanted. No further complications were anticipated/reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient had a full system explant due to an infection. No further complications were anticipated/reported.